Manufacturer narrative:
(B)(4). According to the field, the rv lead will not be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that pacing inhibition which led to asystole of greater than two seconds was observed with this patient¿s right ventricular (rv) lead. The cause of the pacing failure was not determined and surgical intervention was performed to explant and replace the rv lead. No additional adverse patient effects were reported.